Event description:
The pt had the device placed on 9/10/1998. The pt pulled out the tube. A nurse reinserted the tube and fed the pt. The pt developed peritonitis and expired three days later. One pt involved.